Event description:
Healthcare professional reported, a right-side rupture. Detected via MRI. And reported, the implant was found intact after surgery. Healthcare professional, later reported, a right-side capsular contracture, baker grade iii. And "any creases". Observed, during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, as it is not related to the device. Crease folding of implant: observed, creases on the device. As per the investigation procedure: wear abrasion and particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side rupture detected via MRI and reported the implant was found intact after surgery. Healthcare professional later reported a right side capsular contracture baker grade iii and "any creases" observed during surgery. Device has been explanted and replaced.